Manufacturer narrative:
(B)(4). Concomitant products: stent: 3.5x12mm promus, 3.5x18mm promus, 2.25x12mm taxus. There were no reported device malfunctions or product deficiencies. The reported patient effect of myocardial infarction and death are listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Reportedly, the patient expired on (B)(6) 2013, 1370 days post-index procedure. No autopsy was performed; however, the cause of death was reportedly a myocardial infarction (mi). There was no additional information provided.